Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that the aligners are cutting into their gums. Their teeth are throbbing while wearing the aligners to where they could not sleep. Provided fit and discomfort tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.